Event description:
Catheter envoy was opened. It's hub present fracture.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
It was reported that the envoy guiding catheter was opened and its hub presented with a fracture. The procedure was continued with same like product with no adverse event or product problem outcome. One non sterile envoy 6f .070 unit was received coiled in a plastic bag, the catheter hub was inspected and no cracks or damaged were found. However kink/bend condition was found at 2.0cm from ID band. No other issues were found. The guiding catheter luer hub was inspected under microscope and no cracks or other type of damages were found. The catheter od and ID were measured near to the kink/bent area and the results were found within specification for this catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The reported fracture of the hub was not confirmed; there were no cracks, fractures or damages noted with visual and microscopic examination. The cause of the kinked area on the catheter body could not be conclusively determined; however, with review of the device and device history records there are no indications of a relationship to the manufacturing process. Shipping, handling and storage process may contribute this damage. Controls are in place to check the catheters for damages on catheter body and catheter luer hub; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Therefore, no corrective and preventive actions will be taken at this time. Evaluation summary attached.